Manufacturer narrative:
H4: the lot was manufactured between august 1, 2023 ¿ august 3, 2023. H11: the actual device was not available; however, two photographs of the samples were provided for evaluation. A visual inspection was performed, and fluid inside a bag that contains the device was observed which suggests a leak. The leak came from a separated flow restrictor from the tubing line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors leaked. The tubing had separated from the distal luer. This occurred after filling prior to patient use. There was no patient involvement. No additional information is available.